Manufacturer narrative:
Device investigations revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. In addition, two electrode contacts have migrated out of cochlea post-operatively; complete insertion was reported at implantation. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a decrease in hearing performance with the device. There is no accident or trauma reported. The recipient has been re-implanted with another manufacturer's device.

Manufacturer narrative:
Additional information: based on received information, the reason for the observed symptoms could not be established. Available in situ measurements show affected channels due to undetermined reasons since 2011. However, no significant change could be recently observed which would lead to a decrease in performance. Additionally, cochlear ossification may be a possible contributory factor given the recipient_s preoperative condition. Re-implantation is considered, however no date has been scheduled yet.

Event description:
The recipient reported a decrease in hearing performance with the device. There is no accident or trauma reported. It was further reported that there is no otologist surgeon at the current hospital, therefore explant/re-implantation will have to be conducted at another clinic. It is unknown when this is expected to take place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a decrease in hearing performance with the device. There is no accident or trauma reported. Further discussions will be held with the clinic regarding the next steps.